Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6). Implanted: (B)(6) 2022. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient with an implantable neurostimulator experienced several issues following the initial implant procedure. In (B)(6) 2022, the patient reported feeling tired in the arms and weak in the legs, leading to a recommendation for cervical fusion and additional physical therapy. The cervical fusion was performed in (B)(6) 2022. By (B)(6) 2022, the patient's legs "gave out," resulting in an inability to walk. In (B)(6) 2023, the patient underwent carpal tunnel surgery due to persistent arm fatigue. In (B)(6) 2023, the patient experienced a shocking sensation at the generator pocket site and down the legs, which ceased when the therapy was turned off. It was noted the ins was depleted. The system was later interrogated, showing normal lead connectivity and impedances, but the device was left off. The issue remains ongoing. It was unknown if there was any patient involvement or complications as a result of the event.